Event description:
Initial report: this non-serious solicited report from an investigator sponsored trial (flash) was received from a nurse via our local affiliate (B)(4) on (B)(6) 2011. Upon medical review, the events of this case have been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree (B)(4). This case involves a female patient, treated with poly-l-lactic acid (sculptra) two vials diluted with 3 ml every two weeks from (B)(6) 2006 for (B)(6). On an unk date, this pt developed both visible and non-visible hard lumps all over the areas of injection. It was unk if any treatment had been given. The pt proceeded to have normal saline injections on (B)(6) 2006. She later had two vials of poly-l-lactic acid injected into the cheeks on (B)(6) 2010. At the time of this report is unk if the pt received treatment for the hard lumps and the pt has not recovered. Other suspect drugs - none. Significant/relevant medical history includes (B)(6). Relevant concomitant medications - unk. Action taken - unk. Corrective treatment - unk. Outcome - not recovered/ not resolved. Physician/reporter causality: not indicated. Company causality: associated.